Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient experiencing a rash on his back under the te pads. The patient stated that he believes his garments are too tight and he can see pressure marks. The patient is using otc 1% hydrocortisone cream that was given to him by a medical professional. The patient was sent a new garment that was a larger size. During a follow-up, the patient reported that his skin irritation had improved since using the cream and wearing the larger size garment.